Event description:
The customer reported that the system x-ray field size is too large. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was adjusted during the service call. The system was tested and found to be working as intended and put back into service.